Manufacturer narrative:
Correction: section h6 - health effect - clinical code: swelling was added. Section a4: patient's weight is estimated.

Event description:
It was reported patient's ipg migration was confirmed via x-rays. Although patient is experiencing pocket site pain, patient is receiving therapy. Therefore, no further intervention is planned at this time.

Event description:
It was reported patient's ipg has migrated and is causing patient discomfort. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.